Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. The complaint reported the presence of a white substance on both the syringe and the injection needle. To support the investigation, one sample and one photograph of a 1ml luer lok syringe were received and evaluated by the quality team. The photograph provided was a black and white image of a loose syringe with an unidentified needle attached, however, the reported condition was not visible in the image. The physical sample was submitted loose and contained a white bubble embedded within the barrel. This condition is nonconforming per product specifications and is attributable to the molding process. If small amounts of water enter the mold, they can vaporize and form embedded concentrations of vapor within the molded component, consistent with what was observed in the returned sample. A review of the device history record for material number 309628, lot 3038025, confirmed that all required visual inspections were completed with no quality notifications related to the reported condition. The lot met all inspection criteria in accordance with the inspection control plan, was approved for shipment, and is considered compliant with applicable product specifications. Based on the investigation and analysis of the returned sample, the condition reported by the customer is confirmed.

Event description:
No patient harm, injury, complication was reported for this event. Note that the subject unit was not used to the patient due to the identified defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll 309628 contained foreign matter. Material #:309628 batch#:3038025. Verbatim: rcc received a complaint via email. Email(s) attached. "Something funny on syringe and the injection needle - like a white substance".